Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient initially presented in the emergency room after receiving multiple inappropriate hv therapies for af with rvr falling into the vf detection zone. The device was checked and the vf detection rate was programmed to 200 bpm to prevent further inappropriate therapy. Patient was stable and will be monitored with routine follow up. Prior to av node ablation, an alert for "no active template" was displayed. Morphology was programmed "off" as the patient was dependent.